Manufacturer narrative:
Returned device was received with one broken tubing guide. Evidence of reported problem in event log was found. During the evaluation of the device the customer reported condition was not confirmed. Can't duplicate, preventive action taken. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that a smiths medical pump had an acu watchdog failure. No adverse patient effects were reported.